Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 192 mg/dl. Tandem technical support (cts) discovered the customer was not practicing the proper air removal technique. Cts reminded the customer to do so as this was off label. Reportedly, the customer continued using the existing cartridge for insulin therapy.